Manufacturer narrative:
Unable to prime insulin pump during the prime test due to a protruded/loose drive support disk. Unable to perform the occlusion and excessive no delivery alarm tests due to the prime anomaly. However, the device passed the displacement test. A cracked reservoir tube lip, cracked battery tube threads and scratched display window noted during visual inspection.

Event description:
The customer reported that she dropped the insulin pump and the drive support cap was flush. The customer mentioned having elevated high blood glucose, but she was not sure why her glucose level was high. The blood glucose was 383mg/dl. Troubleshooting was performed, and the drive support cap was flush. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.